Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad anomaly due to blank display. Insulin pump received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose also insulin pump had blank display and keypad was not responding as insulin pump knocked into the pool. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that the battery compartment was cracked. The customer stated that the insulin pump has cosmetic damage. The customer declined troubleshooting for both high blood glucose and physical damage since insulin pump was being replaced for physical damage. The insulin pump will be returned for analysis.